Event description:
Shunt leaked air during carotid endarterectomy "rt". During surgery, the proximal shunt balloon ruptured spontaneously resulting in apparent acute emboli with disruption of shunt. Air could be seen passing through shunt.